Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib disabled", "pacer disabled" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department; the malfunction was duplicated and attributed to the battery interconnect cable not being properly seated. The battery interconnect board cable was replaced and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.